Event description:
Information received by medtronic indicated that insulin pump was damaged. No harm requiring medical intervention was reported. Troubleshooting was not performed. The customer will discontinue using the device. The product will be returned for analysis.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. The pump was received with cracked battery tube threads and cracked case at the corner of the belt clip rail near the battery compartment. Unable to lock a test p-cap into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, stained serial number label, pillowing keypad overlay, cracked keypad overlay at the select button, missing retainer ring and missing reservoir tube o-ring. Cosmetic damage was confirmed at the back of the pump. Missing retainer ring confirmed. Reservoir unable to lock into place confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.